Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt presented with hemolysis and was readmitted for work-up due suspected pump thrombus. The manufacturer subsequently received a report through device tracking indicating that the hospital had exchanged the pt's pump with another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.